Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Toothbrushes for oral b come off the head after brushing twice (and come loose) [device breakage]. Toothbrushes for oral b (come off the head after brushing twice and) come loose [device connection issue]. No adverse event [no adverse event]. Case description: a (B)(6) old consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushheads, version unknown come off the head after brushing twice and come loose. No symptoms developed.